Event description:
It was reported that a user experienced low blood glucose, with a documented nadir of 55 mg/dl, after not eating and treated the event with oral glucose, resulting in a current blood glucose of 85 mg/dl. Symptoms included hypoglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included case review and troubleshooting with education. Investigation of this case revealed no device malfunction, with the event attributed to missed food intake leading to hypoglycemia while using the system as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.